Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff a pinhole tear that is consistent with wear at the fold in the cuff. The balloon underwent inspection presented no abnormalities or leaks. Based on the information available, the analysis confirmed the tear in the cuff could impact the functionality of the device and confirmed the reported allegations; therefore, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence and the cuff would not inflate. A new aus was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence and the cuff would not inflate. A new aus was implanted. There were no additional patient complications reported.